Event description:
It was reported that the pt experienced an opened suture and the incision site for the pocket was compromised. Dehiscence was present the entire depth of the pocket extending to the lead and at the lead introducer site. As a result, the lead was explanted and the pt recovered without sequelae. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4) .